Event description:
The pt experienced a loss of therapeutic effect. An x-ray was taken and showed that the lead "had come undone". She had the neurostimulator moved to her left side last tuesday and since had felt "cramping" in the stomach (stimulation was at 7.4 volts). Her physician gave her the option to shut the device off, have it removed, or see a specialist in (B) (6) 2010. She was at home in serious condition and was re-directed to her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).